Event description:
The user facility reported color distortion and static lines on their vividimage pro monitors. The facility contacted steris support in an attempt to resolve the reported issue; however, the color distortion and static lines remained. A procedural delay was reported due to the event.

Manufacturer narrative:
Investigation of this event is currently in process. A follow up report will be submitted when additional info becomes available.

Manufacturer narrative:
A steris service specialist arrived at the facility, inspected and tested the integration system and was able to duplicate the reported issue. The technician performed the necessary repairs including replacement of the vividimage pro monitors, tested the system and placed it back into service.